Event description:
It was reported to philips that the device was unable to acquire a 3 lead ECG when in use on a patient. The users reported that the device gave a leads off error continuously, even after the leads were replaced and the device was restarted. It was reported that the device was in use on a patient when the alleged failure was observed. However, no adverse patient impact was reported by the customer.